Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the pump delivery was too low and was hospitalized on (B)(6) 2011. Patient stated he was taken to the hospital by ambulance with a blood glucose level of 32.1 mmol/l (578 mg/dl). Patient's normal blood glucose level is 5.0-14.0 mmol/l (90-252 mg/dl). Patient reported not feeling good beginning on (B)(6) 2011 and therefore had little to eat. Patient stated he attempted to decrease his blood glucose level by climbing stairs, gardening, drinking water and taking an additional bolus. Patient reported no error or alert messages on the infusion device. No further information is available. Requested return of the alleged infusion device for evaluation.